Event description:
Lap chole: "while attempting to load clip the clip continued forward and feel off the jaw. Two clips were loaded with the same result. Another clip would not close on the vessel, unsecured clips were removed form the pt."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.